Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device and to her feeling. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times (before each meal and at bedtime) and manages her diabetes with humalog before meals (sliding scale, based on her blood glucose reading) and 28 units of lantus in the evening before bed. The patient's normal blood glucose range is between "4.8- 9.0mmol/l." According to the patient, she is asymptomatic when her blood glucose is above her range; however, when her blood glucose falls below her range, she typically experiences symptoms of headaches, dizziness, confusion, lacks balance, delayed reactions, and tremors. The patient claimed she experienced symptoms of low blood glucose on two separate occasions. On (B)(6) 2012 (time unspecified) the patient reportedly obtained blood glucose readings of "5.8mmol/l" (104mg/dl) with the subject meter and "3.1mmol/l" (55mg/dl) with the contour link meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. A few minutes prior to the start of the alleged issue, the patient confirmed she had symptoms of low blood glucose. The patient did not wish to share what her previous reading was (with the subject meter) prior to start of the alleged issue. The patient, however, indicated that at 8am that morning, she had obtained a normal reading and had consumed food and two dextrose tablets. A few minutes after obtaining the "5.8mmol/l" reading, the patient clarified she treated herself for a low and felt better approximately 15 to 20 minutes later. After treatment, the patient indicated she did not retest her blood glucose since her response is typical to treat a low. However, the patient indicated she tested her blood glucose with the subject meter, prior to dinner that evening, and obtained a normal result (reading unknown). On (B)(6) 2012, (at 12:01pm) the patient confirmed she obtained blood glucose readings of "4.5mmol/l" (81mg/dl) with the subject meter and "2.7mmol/l" (48mg/dl) with the contour link meter, performed one minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. Five to seven minutes prior to her comparison, the patient clarified she was experiencing low blood glucose symptoms. The patient does not recall what her previous blood glucose reading was prior to the start of her symptoms; however, she indicated she had obtained a reading (with the subject meter) that was "a little bit higher" than expected, in response to the reading she administered her usual dose of humalog insulin and consumed breakfast soon after. Four minutes after obtaining the result of "4.5mmol/l" with the subject meter, the patient indicated she ate four sugar tablets and her symptoms improved approximately 10-15 minutes later. The patient denied testing her blood glucose after treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is no also evidence of a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.